Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had an electrical reset post radiation therapy. No device parameters had changed but the diagnostics were cleared and restarted. The ipg remains in use. No patient complications have been reported as a result of this event.